Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed denovo lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 8mm x 2.75mm nc quantum apex balloon catheter was advanced to pre dilate the lesion. During the first inflation a balloon rupture occured at 12 atms. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.